Event description:
Dealer called in and stated that the pins were broken off the right arm socket. Dealer stated he is unaware of how the incident occurred. Dealer stated there were no injuries pertaining to the incident.